Manufacturer narrative:
Conclusion: potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, and compliance of the aorta and native vessels, but a root cause could not be established from the information available. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. In this event, it was stated that the cardiopulmonary resuscitation (CPR) performed is what dislodged the valve. A relationship of the cardiac arrest to the device or procedure could not be determined, though it is likely related to patient condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that forty-five minutes following the implant of this transcatheter bioprosthetic valve, the patient went into cardiac arrest and the cause was unknown. It was reported that the cardiac arrest was "sudden and totally unexpected." After thirty minutes of cardiopulmonary resuscitation (CPR), the patient was placed on extracorporeal membrane oxygenation (ECMO). The CPR dislodged the valve up, approximately -4 mm above the annular plane. The valve was still functioning with no apparent leak and did not contribute to the cardiac collapse. The valve was snared above the coronary arteries and a second valve was implanted uneventfully. The patient left the catheterization lab on ECMO and was stable. The ECMO was removed the next day and determined the patient was neurologically intact at that time. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the patient did not have a history of cardiac arrest. Per the physician the valve was not related to the cause of the cardiac arrest. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.